Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals unraveled during anastomosis. The hospital observed that one of the seals may have been cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the products in question. The surgeon stated that this was a redo coronary artery bypass procedure and the pt had a diseased aorta. Refer to MFR reports # 2242352-2013-00158 and 2242352-2013-01264 for the related reports.